Event description:
Secondary bag infusing back into primary bag ivac #247. Ivac and drug bags sent to clinical engineering. Noted right as soon as infusion began. Infusion stopped right away. No pt injury.